Event description:
It was reported that a user called for assistance with a factory reset and disclosed using meal announcements as corrections for high blood glucose, after which the user received education on correct high blood glucose and meal announcement protocols. Symptoms included hyperglycemia due to incorrect use of meal announcements as correction boluses. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting and user education on appropriate device operation and therapy use. Investigation of this case revealed user error related to therapy management rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper use of meal announcements for correction.